Manufacturer narrative:
Concomitant medical products: c6tr01, crtp, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced congestive heart failure. It was further reported the right atrial (ra) lead exhibited abnormal pacing, undersensing and position check failed. The lead remains in use. No further patient complications have been reported as a result of this event.